Manufacturer narrative:
Allegiance investigation: device history record review to determine component part and lot number. No alterations done to this component, therefore supplier issue. Supplier notified. Medical action industries inc. Investigation co is currently evaluating an alternative foam with improved adhesion.

Event description:
The nurse sustained a needle stick when the foam strip detached from the needle counter. As per hosp policy, the nurse is undergoing blood testing every three mos for eighteen mos.